Event description:
Pt with external pacer, pacing continuously for 10 hrs. Pt had transvenous pacemaker inserted. External pacer pads remained on pt for 35 hrs. Upon removal pt noted to have 4 areas of full thickness burns. External pacer not on for those 35 hrs. Medication and treatment initiated.